Event description:
It was reported that during an implant attempt, the right ventricular lead had low sensing values approximately ten minutes after being implanted. When the lead was attempted to be moved, the helix would not retract after too many turns. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.